Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
It was reported that the patient underwent abdominal wall abscess with debridement of necrotic tissue on (B)(6) 2017. Mwr-04122019-0000615304 submitted for adverse event which occurred on (B)(6) 2017. Mwr-26082020-0000792992 submitted for adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted there was significant adhesions to the abdominal wall with multiple ventral hernias and that the mesh was the source of the chronic infection. It was reported that the patient experienced severe pain, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.